Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer uses apidra insulin in their cartridge. Additionally, the pump shutdown due to low battery. The customer reloaded their cartridge and resumed insulin deliveries. Reportedly, blood glucose level was above 600mg/dl and customer corrected with manual injection. Tandem technical support informed the customer that apidra was contraindicated for use with the pump.